Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen either had a delayed response or was unresponsive, particularly on the lock screen. There was no reported impact on customer's blood glucose level. Additional information was not provided. The customer declined troubleshooting and follow up from tandem technical support.